Event description:
It was reported that pocket infection was developed and patient had a hematoma. Physician does not suspect the device and lead were the cause of the infection. Device and lead was explanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).